Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer dropped the pump in the toilet and subsequently the pump volume sounded lower than normal. Tandem technical support advised customer to dry out pump completely; upon follow-up, customer reported that drying out the pump resolved the issue and pump was working as intended. There was no adverse impact to blood glucose.